Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Nr was identified for this lot number per qlik query executed on 05/15/2019. The complaint condition is unrelated to the nonconformance. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate that during a meniscal repair procedure the truespan peek 24 degree had a malfunction. The device was brand new and it was the first use when the issue occurred. There was no surgical delay or harm to the patient. More detail may be provided at a later date, but at this time, no further information was provided by the hospital. Additional information received from the affiliate reported that the implant did not come out although the surgeon grasped the handle to implant the insert. There was no broken fragment generated. This information was obtained from sales rep on may 11th, 2019.